Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) was explanted and replaced due to early elective replacement indicator (eri) as a result of high left ventricular (lv) lead output. The lv lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.